Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of valvular structures [e.g. Injury to the mitral valve/ apparatus] is a known potential complication associated with the tavr procedure. Chordae tendinae rupture in tavr can occur during advancement of the guidewire, bav catheter, or delivery system and is most likely to occur with antegrade approaches, however, can occur with a retrograde approach. In some cases intervention may not be required; however, if the rupture is significant it typically results in profound mitral regurgitation and will require intervention to prevent permanent injury. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, and careful manipulation of devices. Per the thv ta training manuals, after gaining lv access with the 0.035¿ soft guidewire, the wire should be jiggled under tee imaging of the mitral valve. An increase in mr suggests wire entanglement in the mitral sub-valvular apparatus. If entanglement is suspected, the guidewire should be completely removed from the ventricle; the operator should change direction of the needle and reinsert the guidewire into the ventricle, checking again for wire entanglement. The tf training manual also provides guidance for valve crossing and wire exchange: exchange 0.035¿ amplatz extra-stiff wire with pre-shaped distal end in left ventricle. Ensure guiding catheter is advanced upon wire exchange to ensure exchange wire does not get caught in the mitral chordae. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (guidewire positioning difficulty, simultaneous CABG procedure) likely contributed to the papillary muscle rupture /mitral valve injury and repair, and subsequent explant of the sapien 3 valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), a transfemoral tavr procedure and a coronary artery bypass graft (CABG) procedure were performed simultaneously. During the tavr procedure, following the deployment of a 29 mm sapien 3 valve in the aortic annulus, an increase of mitral regurgitation was observed. Echocardiography revealed the guidewire was caught in the chordae tendinae, resulting in a papillary muscle rupture. The heart was emergently opened. A mitral valvuloplasty (mvp) was performed. The sapien 3 valve was also explanted and a surgical aortic valve replacement (savr) was performed. Information regarding the native annular diameter and degree of valvular calcification was not provided. It was stated that the guidewire positioning was very difficult due to the heart being exposed for the concomitant CABG procedure. The sheath, delivery system, and explanted valve were discarded following the procedure.

Manufacturer narrative:
Additional information: additional information received through the (B)(4) tavi registry indicated the patient was re-intubated two weeks after tavr, and retroperitoneal hematoma evacuation was performed for an iliopsoas hemorrhage. After the procedure, sepsis developed. The patient expired due to sepsis 55 days post tavr. No further information regarding the cause of the sepsis or patient death is available at this time. Per medical opinion, sepsis was not related to edwards device nor tavi procedure.

Manufacturer narrative:
Reference (B)(4).